Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving unknown medication(s) at unknown concentration(s) and dose(s) via an implantable pump for non-malignant pain and spinal pain. It was reported that the "pump tubing and catheter" were removed after causing paralysis in the patient's left leg. Additional information has been requested regarding cause of the paralysis, diagnostics/troubleshooting performed, other actions/interventions taken , and patient outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.